Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on (B)(6) 2019 upon sensor removal, she notices the corner square part of the sensor adhesive had created a hole in the skin. The patient describes the area was hot by touch, swollen, and had puss and blood. On (B)(6) 2019 the patient stated she was seen by her endocrinologist (physician assistant) and was diagnose with a skin infection which cause her to become hyperglycemic. The patient stated she was sent to an emergency room and was seen by a physician for symptoms of hyperglycemia and nausea. The patient noted she provided blood and urine samples and the labs confirmed keystones in her urine. The patient stated she was administered intra venous ancef antibiotic for possible development of diabetic keto acidosis due to hyperglycemia and was discharged the same day with a prescription regiment of oral keflex 3 times a day for 7 days. At the time of contact, it was indicated that swelling has gone down in the area, but she is still experiencing redness and inflammation. No additional event or patient information is available.